Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on 01/sep/2017. Inspection of the unit was performed on 08/sep/2017 where the quality control inspector found the following: # 4 remote control button cover cracked. (B)(4) not applied. Segment has mild crush. Leak at # 4 remote control button cover. Failed wet leak test. Bending rubber glue cracking at distal side. Bending rubber glue cracking at insertion tube side. Failed dry leak test. Customer complaint confirmed. Suction arm loose. Insertion tube mild discoloration at stage 1. Umbilical cable single mild discoloration. Insertion tube mild crush at stage 1. Distal body mild deformed. Operation channel- primary mild resistance. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on 14/sep/2017. Parts replaced: o-rings and seals. Bending rubber. R.c. Button (4) pb-free. Insertion/s-nipple attaching screw. O-ring(1.25x3.5). O-ring(1.2x3.5).